Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: exploration of the spinal fusion at l5-s1. Removal of s1 pedicle screws bilateral. Intra-op biplane fluoroscopy. Repair of spinal fusion, posterolateral technique l5, s1, s2. Fixed insertion of pedicle screws bilateral s1, bilateral s2. Extra difficulty due to previous fusion scar; for pre-op diagnosis of: scoliosis. Status post t11-s1 fusion. Delayed union at l5-s1, 4, loose s1 screws bilaterally. Painful hardware. Gait disturbance. Per-op notes¿ ..the tissue was dense and fibrous and gave no hint of the normal anatomy.. Due to claudication of the transverse process from l5 into the sacrum and on the sacrum from s2 was accomplished, and onlay bone harvested locally as well as bmp was placed in the lateral gutters bilaterally.. No complications were reported..¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.